Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep was unable to duplicate the reported issue. He reseated boards and connections. The system is operating as intended at this time.

Event description:
The customer reported there was a "high current error" message displayed on the system.